Event description:
It was reported that a stent was deployed over the guide wire tip. When the bmw guide wire was removed out of the vessel, the guide wire tip separated. The separated portion of the guide wire was retrieved using a snare device. No other information was available.